Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was alleged that the up arrow keypad button was under-responsive. Additionally, the keypad cover was reported to be missing/peeling and torn/punctured. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/07/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/22/2015 with the following findings: a visual inspection of the pump showed that the keypad cover was peeling off and missing. During testing, the up arrow keypad button was intermittently unresponsive; all other buttons responded properly. The up arrow contact was found to be inverted.